Manufacturer narrative:
The reported event of failure to interrogate and intermittent communication failure were not confirmed. Visual inspection of the device found the helix stretched out of specification. The helix elongation is consistent with having occurred during procedure. Analysis performed indicated device was able to be communicate and be paired with merlin programmer with good i2i throughput and strength. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lps exhibited poor i2i throughput. The ventricular lp was unable to regain telemetry after being unpaired from the atrial lp for repositioning. The lp was removed and replaced. There were no patient consequences.